Event description:
Ref MDR #3010532612-2014-00033 for the first event involving the same pt. It was reported that while in the cardiac cath lab and ai-07126 was pretested and no issues were noted. The second catheter was inserted via the femoral site. It was stated that the pt was injured; a delay in therapy, with instability of the cardiovascular sys and a hematoma. The pt outcome is listed as condition is good, she was released home. It was noted that this complaint was opened because the complaint investigation lab rec'd twp catheters nacl as a return sample. Only one sample was expected and reported. The returned sample was marked, "balloon leakage despite a pre-test was arranged: 1ml in pulmonary artery."

Manufacturer narrative:
(B)(4).. Device eval: returned for eval was a 6 fr wedge pressure catheter with 1.0cc control stroke syringe attached to the inflation lumen one pouch. Fluid was noted in the injection lumen. A 0.2cm split in the catheter distal tip was noted. Visible damage to the catheter body was noted at the catheter distal tip. The catheter was inflated with 1.0cc of air using the returned syringe. The balloon inflated partially before immediately deflating. The catheter was capped at the distal tip and air was seen exiting the injection lumen upon attempted inflation through the inflation lumen. The catheter was clamped at the proximal base of the junction hup; no crossover was noted. The clamp was removed and placed at 2cm from the catheter distal tip, no crossover was noted. The crossover was likely caused by the split at the distal tip. A 2mm split in the catheter distal tip caused air to escape the balloon and cross over into the injection lumen. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all mfg spec prior to release. Conclusion: the reported complaint of the balloon leaking was confirmed. This type of damage is unique to this complaint. The exact cause was undetermined. The root cause of the split is undetermined. This type of complaint will continue to be monitored for any developing trends.